Event description:
It was reported that the rn was priming with cisplatin when the tubing separated from the distal end (y-site) and leaked. The roller clamp was activated and the device was paused however leaked onto the user. As a resulted there was a delay patient treatment requiring a new set and drug needed to be attained. The event occurred in pediatric hematology/oncology department. It was later reported that due to the chemo leak , the rn required initial labs( cbc, bmp, and mg ) drawn in occupational health and required a 2nd repeat cbc checked at the time a drug "nadir" ( the lowest blood count after chemotherapy).

Manufacturer narrative:
No product will be returned per customer. Although the attached photo does not represent the actual event sample, it identifies the described separation/leak location (distal blue circle closest to male luer). However, the photo does not confirm a separation or leak. The root cause of this failure was not identified as no product was returned.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the rn was priming with cisplatin when the tubing separated from the distal end (y-site) and leaked. The roller clamp was activated and the device was paused however leaked onto the user. As a resulted there was a delay patient treatment requiring a new set and drug needed to be attained. The event occurred in pediatric hematology/oncology department.